Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument associated with this complaint and completed failure analysis investigations. Failure analysis replicated and confirmed the smoking issue reported by the customer. During visual inspection, thermal damage was found on the instrument pulley. The permanent cautery hook did pass the electrical continuity test. The permanent cautery hook instrument passed recognition and engagement tests. However, the permanent cautery hook did arc multiple times when releasing energy. The distal clevis was cut, and conductor cap was removed to inspect the silicone potting and conductor wire weld. The conductor wire was broken and not attached to the pulley. The wire had burnt through the distal pulley. Thermal damage was also found on the conductor cap.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy procedure, the permanent cautery hook instrument began burning at the cables when the customer applied energy. However, there was no energy output at the instrument tip. The permanent cautery hook was not in contact with tissue when burning occurred at the cables. The customer used a backup instrument to resolve the issue. The procedure was completed with no reported injury. The customer experienced the same issue with the permanent cautery hook instrument in the previous procedure. The permanent cautery hook was conducting energy to the surrounding fat at the instrument elbow. A large amount of the patient's fat tissue was in contact with the instrument. The customer contacted the technical support engineer (tse) for assistance during the procedure. The tse did not find any errors in the system logs. The tse worked with the customer to swap out the permanent cautery hook with no success. The customer did not observe any visible damage that could contribute to the issue. The surgeon swapped to a monopolar curved scissors to resolve the issue. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.